Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in pact admiral balloons was used to treat the left common femoral, superficial femoral proximal, superficial femoral middle, superficial femoral distal, popliteal 1 segment, popliteal 2 segment. Approximately 3 years 5 months post procedure patient suffered critical limb ischemia. Occluded mid-femoral to mid popliteal stent (left leg) treated with atherectomy, plain old balloon angioplasty, drug coated balloon. The event was also treated with medication. Patient recovered.